Event description:
The article, "early u.s. Real-world experience with a novel intra-annular self-expanding valve for transcatheter aortic valve replacement", was reviewed. This research article is a prospective multicenter experience to evaluate early real-world experience with the navitor valve. The devices included in this study were navitor and navitor vision valves. The article concluded that early us experience with the navitor valve demonstrates favorable early clinical and hemodynamic outcomes, with improve permanent pacemaker implant rate associated with procedural experience. [The primary and corresponding author was santiago garcia, the carl and edyth lindner center for research and education at the christ hospital, 2139 auburn avenue, cincinnati, ohio 45219, USA, with corresponding e-mail: santiagogarcia@me.com.] This study included all patients who underwent transcatheter aortic valve replacement (tavr) with the navitor tissue heart valve (thv) in native aortic stenosis from 01 january 2024 to 31 december 2024. A total of 2,958 patients were included in the study, of which all received an abbott device. The average age was 81.4 years. The majority gender was female. Comorbidities included diabetes, hypertension, cerebrovascular disease, peripheral arterial disease, and myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, cerebrovascular disease, peripheral arterial disease, and myocardial infarction. Complications reported included death, stroke, bleeding, arrhythmia, surgical intervention (permanent pacemaker), device embolization, device migration; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: early u.s. Real-world experience with a novel intra-annular self-expanding valve for transcatheter aortic valve replacement. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information literature attachment: early u.s. Real-world experience with a novel intra-annular self-expanding valve for transcatheter aortic valve replacement b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "early u.s. Real-world experience with a novel intra-annular self-expanding valve for transcatheter aortic valve replacement", was reviewed. This research article is a prospective multicenter experience to evaluate early real-world experience with the navitor valve. The devices included in this study were navitor and navitor vision valves. The article concluded that early us experience with the navitor valve demonstrates favorable early clinical and hemodynamic outcomes, with improve permanent pacemaker implant rate associated with procedural experience. [The primary and corresponding author was santiago garcia, the carl and edyth lindner center for research and education at the christ hospital, 2139 auburn avenue, cincinnati, ohio 45219, USA, with corresponding e-mail: santiagogarcia@me.com.]. This study included all patients who underwent transcatheter aortic valve replacement (tavr) with the navitor tissue heart valve (thv) in native aortic stenosis from 01 (B)(6) 2024. A total of 2,958 patients were included in the study, of which all received an abbott device. The average age was 81.4 years. The majority gender was female. Comorbidities included diabetes, hypertension, cerebrovascular disease, peripheral arterial disease, and myocardial infarction.